Event description:
Boston scientific crm received info that this ventricular lead was abandoned surgically due to high threshold measurements. A new lead was implanted. No adverse pt effects were reported. The abandoned lead was not returned for analysis, therefore, boston scientific cannot confirm this clinical observation. This report will be reopened if add'l info becomes available.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.